Event description:
Per the audiologist, the patient reported intermittencies and poor sound quality when using the cochlear implant system. Reprogramming the sound processor did not alleviate the problem. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with electrode anomalies on two electrodes. The patient has been using the implant in the contralateral ear exclusively. The patient's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.